Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigator is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(4).

Event description:
It was reported on the intellivue mx800 patient reporting the hr lower limit alarm did not ring. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) provided a quote for repair to the customer, but the quote was not accepted by the customer. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the repair of the reported problem, because the customer did not accept the quote for further support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.